Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during the implant procedure and after pocket closure, the device exhibited output, sensing, capture and telemetry anomalies.